Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When the filter was released, it failed to open properly, causing the filter to move along the blood vessel into the atrium.